Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. At this time, a successful interrogation has not been confirmed. This device remains in service. No adverse patient effects were reported.